Event description:
It was reported that on (B)(6) 2025, a 35mm navitor titan vision was chosen for pre-planned implantation utilizing a large flexnav delivery system. Patient was considered high risk with multiple comorbidities. Sufficient calcium was present for anchoring. Aortic valve angle was 38 degrees. Pre-dilatation was performed with 26mm true balloon (25.5mm miniumn annulus diameter). The navitor was at a depth of 5mm at 80% deployment. At release, the valve was at a depth of 5mm on non-coronary cusp (ncc). Post deployment, the navitor migrated towards the aorta. There was no entanglement with delivery system and no blockage of the coronaries. The implanter thought the migration was related to backwards tension on the device. The navitor was snared upwards and a replacement 29mm non-abbott valve (edwards sapien) was implanted. Post implant of the non-abbott valve, a large circumferential pericardial effusion with cardiac tamponade was noted. Open heart surgery to repair annular rupture at aortic root was performed. The patient died during the surgical intervention on 14 january 2025. Cause of death was reported to be the annular rupture. It was thought the annular rupture occurred due to the inflation of the non-abbott valve.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. An event of migration, improper or incorrect procedure or method, vascular dissection, pericardial effusion, hypotension, and death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The case was reviewed by an abbott senior director of medical affairs. Based on all available information, a cause for the reported migration could not be conclusively determined. The reported vascular dissection, pericardial effusion, hypotension, and death appear to be related to procedural conditions (deployment of non-abbott balloon-expandable device). The reported unexpected medical intervention and surgery were the results of case-specific circumstances. The reported improper or incorrect procedure or method is related to the user snaring the device after deployment. This deviation from the IFU did not cause or contribute to any issues and was performed for treatment of the migration. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.